Event description:
It was reported the device could not be interrogated and there was no pacing on ECG and no magnet response. The patient's device had been checked four months previously and the estimated longevity showed 11-24 months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.